Event description:
Caller reported aviva blood glucose results of 23.9 mmol/l, 27.4 mmol/l, and 11 mmol/l, took prescribed 30 units of insulin, retest result was 7 mmol/l, all within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).